Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was suspect of a fracture. The lead has increasing high thresholds and increasing high pacing impedance. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.